Manufacturer narrative:
The t:slim g4 user guide states: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. Leaks around the luer-lock connection can result in under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on two occasions, the infusion set tubing became disconnected from the cartridge luer lock. The customer's blood glucose (bg) level was impacted (in the 300s mg/dl range). The customer reconnected the tubing to the luer lock and delivered a correction bolus. The customer was instructed regarding labeling instructions.